Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit was pump received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked lcd window.

Event description:
Customer parent reported issues with the insulin pump. There was a button error alarm. Customer states that the insulin pump might have gotten wet. The blood glucose reading was over 600 mg/dl. Nothing further reported.